Manufacturer narrative:
Correction: h6 device code and health code. Review of the event details and investigation indicates the issue was isolated to the proximal body. The unknown distal stem trial was not involved in the event and did not contribute to the root cause. This complaint is considered associated with the event but not causative of the reported issue.

Event description:
It was reported that the set screw on the size 13 revive proximal body trial did not properly engage with the distal stem. The cause of the issue is unknown.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that the set screw on the size 13 revive proximal body trial did not properly engage with the distal stem. The cause of the issue is unknown.